Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that patient faced 2 infusion set leakage at site event on 07-may-2024.the blood glucose level was high. Infusion set has been used for 1 hour. The blood glucose level was 277 mg/dl customer replaced infusion set and resumed insulin successfully. No further information available.